Event description:
Our sales rep reported that the surgeon reamed 13.5mm but when he inserted the 14mm stem, it apparently was loose. The surgeon completed the case using a 15mm stem. The surgeon reported that there were no complications. The item is being returned for further investigation.

Manufacturer narrative:
Investigation in process. No additional info to report at this time. Lot code provided appears to be invalid.